Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery. A 24x3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were lifted up and it could not cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage, with stent struts lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery. A 24x3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were lifted up and it could not cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, severely tortuous, and mildly calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery. A 24x3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were lifted up and it could not cross the lesion. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, severely tortuous, and mildly calcified.